Manufacturer narrative:
Failed vibrate check on self-test due to broken red wire on vibrator motor. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not vibrating. The customer's mother stated that the insulin pump did not vibrate when they pressed the act button after using the up arrow button to set an easy bolus amount. The customer's mother stated that the insulin pump did not vibrate during self-test. The customer's mother also reported that insulin pump case looked burnt near the label. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.